Manufacturer narrative:
Additional information in d4: UDI number, h4, and h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is confirmed for one returned torque handle for the failure of instrument out of calibration. Medical records were not provided for review. Device evaluation the torque limiting output of the as-received instrument was evaluated and found to be as follows; 127 in-ibs., 131 in-ibs., 127 in-ibs., 129 in-ibs., 130 in-ibs., 127 in-ibs. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the screw inserter was being used or handled at the time of the damage. This could have been caused by the customer failing to send the instrument to be calibrated at the recommended interval. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during final tightening, additional force had to be applied to the torque wrench handle. Two separate plug drivers became deformed (no tips broke off, the screws could be tightened and implants were not damaged). There was no delay or impact on the patient. This is report one of three for this event.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 2000-9061, pol 5.5 ti plug driver, lot # zb150803. Catalog #: 2000-9061, pol 5.5 ti plug driver, lot # zb170804. Report source: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Multiple MDR reports were filed for this event, please see associated reports: 3012447612-2020-00541, 3012447612-2020-00542.

Event description:
It was reported that during final tightening, additional force had to be applied to the torque wrench handle. Two separate plug drivers became deformed (no tips broke off, the screws could be tightened and implants were not damaged). There was no delay or impact on the patient.